Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video noted no flow of fluid through the transfer set. Fluid was forced through the set while the white twist clamp was closed; the closed twist clamp prevents flow. The reported condition was verified. The cause of the condition could not be determined as the actual sample was not evaluated; however, a possible cause was due to improper technique used to flush the transfer set. The twist clamp should be opened to allow for fluid flow. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: during customer follow up, it was reported that therapy was not delayed for more than 72 hours; the event did not occur on consecutive days. A delay of therapy less than or equal to 72 hours is not likely to cause or contribute to serious patient harm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a ce minicap extended life pd transfer set. The event was further described as a patient was temporarily suspended from peritoneal dialysis (pd) therapy to undergo a surgical procedure. After about 15 days, the transfer set ¿was blocked in (3) subsequent washings¿. It was reported that the device ¿did not receive and does not drain¿. Reportedly the transfer set was ¿used only 6 times¿. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.